Event description:
The pt's stopcock cracked resulting in loss of hyperalimentation and intralipids. The stopcock was replaced and cracked again later the same day resulting in blood loss. Pt's hemoglobin was unchanged from that reported earlier. There was no change in pt's vital signs. The stopcock was connected to a central line.